Event description:
Boston scientific/target was notified of a premature detachment of this gdc 10-2d 2-diamter synerg detection circuit. The pt was with an unruptured aneurysm. This was the 4th coil of the procedure and after a few manipulations the device detached prematurely half in the aneurysm and half in the catheter. The physician tried to retrieve the coil with a microvena snare and he significantly stretched the coil all the way back and out through the sheath. The coil was left in the aorta near the vertebral and basilar systems. No complications with the pt. The product is unavailable for eval. Additional info is pending.